Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of pain at the pocket site about 6 weeks ago so their doctor decided to do a surgical intervention where a pocket revision was performed to reposition the device. It was noted that the ins was sitting in the pocket sideways and was protruding out. The patient had pain even after the pocket revision. The pain started at the ins and radiated around to the hip and groin. The patient denied any environmental or external factors that may have led to the issue. Diagnostics and troubleshooting included x-rays, impedance testing, reprogramming, and a pocket revision. The x-ray and physical exam showed the ins to be lower in the patient¿s buttocks compared to the initial implant location. Impedance testing was normal. Actions/interventions performed included the doctor prescribing anti-inflammatory medications and having the patient turn the ins off for 2 days. However the pain remained so the patient was given new programming options on the device. The issue was reported as resolved at the time of report. Relevant medical history included overactive bladder (oab), gastroesophageal reflux disease (gerd), and incontinence. The patient status was noted as ¿alive; no injury¿. Follow up information received on oct. 2, 2019 reported that the doctor decided to move the ins to the opposite side of the patient. This surgical procedure was performed today (B)(6) 2019) where they tunneled the lead and moved the ins to the opposite side to see if this will alleviate the patient¿s pain. There were no further complications reported or anticipated.